Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported left side device rupture diagnosed by MRI. Patient representative also reports that the patient is experiencing pain and anxiety. The device has been removed.

Event description:
Patient's representative reported left side device rupture diagnosed by MRI. Patient representative also reports that the patient is experiencing pain and anxiety. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6a, h6.